Event description:
It was reported that this right ventricular (rv) lead was explanted due to conductor fracture. It was identified by a fluoroscopy procedure. New lead was implanted. Antibiotics were given to the patient. No additional adverse patient effects were reported. Lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 26 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of list observation that was due to a confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to conductor fracture. It was identified by a fluoroscopy procedure. New lead was implanted. Antibiotics were given to the patient. No additional adverse patient effects were reported.